Event description:
The stent was placed in the left renal artery, deployed as it should have. Several post dilations were performed. Stent dislodged, once it left the left renal artery bounced around in the leg standing in the iliac artery and continued down to the femoral artery area. Physician attempted to remove the dislodged stent with a different covered stent, manufactured by a different company, which also dislodged into the pt. Pt needed a leg cut down to remove devices. Pt is in stable condition.

Manufacturer narrative:
The device was not returned to aid the investigation. The investigation is based solely on the description and the image provided. As described the stent deployed as intended in the left renal artery. Furthermore, there is no evidence to suggest the product was not manufactured to specification. The reason for this event could be choosing of a wrong size of stent or it could be a rare degree of tortuous renal artery resulting in poor attachment of the stent. Unfortunately it is not possible to give an exact root cause to this event. We will continue to monitor for similar reports.